Manufacturer narrative:
(B)(4). "A small rent within one of the leaflets near the base of the sewing ring". A copy of the operative report was received on (B)(6) 2012. Based on the operative report, the subject valve was brought to the field. A suture was passed through the sewing ring. The valve was seated and there appeared to be a small rent within one of the leaflets near the base of the sewing ring. This was inspected. Initially, consideration of a #7-0 prolene suture to close what could not be determined if this was a complete tear or not. Ultimately, it was felt that this was not adequate. The subject valve was removed and replaced with an edwards bioprosthesis valve. The patient was then weaned from cardiopulmonary bypass and was taken to the intensive care unit in stable condition. Unfortunately, the sample device has been discarded, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.